Event description:
Complainant alleged that during a routine shift check by the medic, the display flashed on the device screen, and then disappeared. There was no pt involvement in the reported malfunction.